Manufacturer narrative:
Device evaluation was completed on(B)(6)-2021. It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic static valve separation and air flowed back into the side port issues occurred. During the procedure, after transseptal puncture and before inserting the catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the valve of the sheath was damaged. This was most likely due to the dilator was not inserted straight into the valve by the nurse still in training. The physician exchanged the sheath but noticed air inside of it. The procedure continued. It is unknown if the valve was dislodged. No backflow bleed was reported. There¿s no report of any intervention required. The procedure could be successfully finished without any consequences for the patient. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a cool flow pump test of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath and the flow pump was tested and no issues were observed. No malfunctions were observed during the product analysis. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic static valve separation and air flowed back into the side port issues occurred. During the procedure, after transseptal puncture and before inserting the catheter into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the valve of the sheath was damaged. This was most likely due to the dilator was not inserted straight into the valve by the nurse still in training. The physician exchanged the sheath but noticed air inside of it. The procedure continued. It is unknown if the valve was dislodged. No backflow bleed was reported. There¿s no report of any intervention required. The procedure could be successfully finished without any consequences for the patient. With the information available, given that air was noticed inside the sheath by the physician, this event is being assessed as MDR reportable for a ¿hemostatic valve-separation¿ and ¿air flow back into the side port¿ malfunction issues.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/21/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).